Event description:
It was reported by the rep that the (1) tlc55 was used during an exploratory laparatomy procedure. It was reported that the device would not fire properly or cut tissue. It was not reported how the case was completed. There was no pt consequence. On 01/11/2000 additional info was received: the case was completed with another device.